Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a non-tortuous and non-calcified left popliteal intervention, an emboshield nav6 filter was used. During removal, the barewire separated into two pieces. A snare device was used to retrieve the separated wire and filter. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The emboshield nav 6 instructions for use states: the device is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the distal end of the barewire became entrapped within the vessel, and during removal, the tip coils on the barewire became stretched and ultimately separated. There is no indication of a product quality issue with respect to manufacture, design or labeling.